Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event was unknown. Beginning one day after onset, the patient was treated with vancomycin (2 grams, route, frequency, and duration not reported) and ceftazidime (1 gram, route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unknown date, the patient¿s effluent was clear. At the time of this report, vancomycin and ceftazidime remain ongoing and the patient was doing well and recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.